Event description:
It was reported that the patient allegedly experienced an unexpected bolus of insulin requiring medical attention for hypoglycemia. No exact blood glucose levels were given but the patient did state they were below 40 mg/dl. The patient also divulged that he has cancer and experiences seizures. The patient confirmed that he started taking a new cancer pill recently. The patient received 4 shots of glucagon and an IV drip of "sugar." He could not recall any other specifics. The physical device was not returned. However, verification of data logs show that each bolus was calculated & adjusted using the bolus calculator and the bolus delivery was made only after the user provided confirmation. This indicates that the bolus deliveries were programmed by the user. Also, the bolus calculations suggestions were inspected. It was observed that the calculator functioned as intended and calculated accurately based on the inputs. Investigation found no issues with the bolus calculator.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. It should be noted that this patient called and reported multiple events alleging the same malfunctions. You can find those submitted as follows: (B)(4)-parent case. (B)(4).